Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to calibrate. Customer's blood glucose was 580 mg/dl, which was treated with insulin pump. High blood glucose began on (B)(6) 2016. Customer declined troubleshooting for high blood glucose. Customer was advised that calibration was not possible due to high blood glucose. Customer was educated on calibration technique and was advised to wait until blood glucose stabilized prior to calibrating.